Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave and baseline oversensing, resulting in inappropriate shocks. Tachy therapy was turned off for in-clinic testing, and noise was reproducible with isometrics and in all vectors. Technical services (ts) discussed troubleshooting options, and chest x-rays were recommended. This s-ICD system remains in service, however system revision was anticipated. No additional adverse patient effects or interventions were reported at this time.